Event description:
A tandem mobi cartridge alarm was reported by the caller. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support confirmed the cartridge alarm and instructed the caller to remove the cartridge and deliver a 9-unit bolus, which completed successfully. The caller was unable to reload the original cartridge, so technical support assisted in loading a new cartridge, allowing insulin therapy to resume. The issue was resolved successfully.